Manufacturer narrative:
The device was not returned to olympus for inspection; however, it was inspected on-site by a field service engineer and the following reportable malfunctions were identified during the device evaluation: pump head failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited pump head failure. There was no patient involvement.